Event description:
It was reported that a legend stylus touch motor overheated intraoperatively. There was no reported patient/user impact or injury as a result of this event. Another motor was used to successfully complete the surgery.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. The following codes were not available in medtronic's gch system: method: no testing methods performed (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
In response to medtronic's request for device return, the device was received for evaluation on august 12, 2013. Analysis results are detailed as follows: em210 (quantity 1) ¿ analysis was not able to duplicate the alleged complaint of heat, as no fault was found and the device operated within specification. The device was repaired, tested to specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.